Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular aneurysm repair (evar) procedure using the stent graft esbf2314c103ee endur iis bif, a p erigraft blush suspected to be a type iiib endoleak or a type IV endoleak was observed. The patient was being treated for an aneurysm measuring 48 millimeters. The procedure involved placing the stent graft via the left side, precisely caudal from the left renal a rtery, and cannulating the contralateral limb where the etlw1613c146ee was placed with adequate overlap. The ipsilateral limb was further deployed, and the delivery device was removed. The entire prosthesis was ballooned with a reliant balloon. During the completion angiography, a blush of contrast was noted at the level of the flow divider, suggesting a potential endoleak. Despite additional ballooning of the body and limb connections, the blush persisted. Further angiography confirmed the presence of a perigraft blush without backflow in the renal arteries or superior mesenteric artery. It was confirmed the blush was observed at the level of the flow divider from the esbf2314c103ee. The procedure was concluded with a plan for a follow-up computed tomography angiography (cta) in eight weeks. The cause of the event could not be determined, and the reported event has not been resolved.

Manufacturer narrative:
Film analysis: the reported endoleak was confirmed on the films provided; however, the cause and subtype of the endoleak could not be conclusively determined. Endoleak interrogation was partially performed, and only one viewpoint (a-p) was provided, making determination of the endoleak difficult. A type ib endoleak is not considered. While the distal margin of the limbs was not depicted in the available images, there was no obvious contrast leakage coming from the distal segment of the aneurysm/stent graft system. A type ii endoleak is also not considered as there was no evidence of retrograde flow from branch vessels. A type iiia endoleak is ruled out as there was no indication of junctional separation. Based on the flow and volume of the contrast leakage, a type IV endoleak seems unlikely. It is possible that this was an acute type iiib endoleak due to potential interaction between the stent graft and calcification observed in the infrarenal neck, which may have led to fabric abrasion, although a type ia endoleak cannot be ruled out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional images were received - film evaluation summary: the reported resolution of the endoleak was confirmed, as there was no evidence of contrast leakage in the post-implant follow-up CT images received. Based on this image review, the source of the original endoleak and its cause cannot be determined. Analysis of the returned films did not reveal any out-of-specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received: it was reported at the 6 week follow-up cta, the endoleak was confirmed to be fully resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.